Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. When a plc181400j was deployed as the contralateral limb in the left leg, the physician attempted to deploy the plc181400j with pushing up. But it was not successful. The plc181400j unintentionally covered the left internal iliac artery. No treatment was performed for the obstruction of the left internal iliac artery. The physician decided to monitor it. According to the measurement for selecting the contralateral leg device, the length was 11 cm. But the plc181400j was selected by the physician.